Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer stated that none of the buttons are working, except the down arrow button. Insulin pump will need to be replaced. Customer called back later and stated that the pump seems to work now. Customer wanted to know if the basal is still being delivered. Customer was advised again to discontinue use of the pump and revert to a back-up plan. Customer was also advised to monitor his blood glucose level closely. Customer was advised that either a no delivery or any other alarms with closed circles will indicate the stop of delivery. Customer called back again at a later date and stated that the replacement pump also had a button alarm. Customer was advised that a letter will be sent stated that medtronic received the pump back. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).